Event description:
It was reported to boston scientific corporation that a wallflex colonic stent was used in the colon during a stent placement procedure performed on an unknown date. According to the complainant, the stent was being used to treat a malignant stricture. During the procedure, the nurse attempted to deploy the stent when the handle broke open in half. The nurse was not able to deploy the stent and the partially deployed stent was removed from the patient. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date reported event of stent partially deployed. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.